Manufacturer narrative:
The complaint device has not been returned to fisher & paykel healthcare. Method: our rep in the another country visually inspected the complaint device and took a photograph. Results: a dent was observed in the aluminum base of the mr290 chamber. Based on the dent in the chamber base and similar complaints received previously, the device most likely sustained impact due to being dropped, prior to use. Conclusions: the malfunction reported was most likely related to user handling and is related to the reported event. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is approx 0.001% worldwide for the last year. We have an open CAPA item to address such complaints, and put measures in place to reduce and/or prevent reoccurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.

Event description:
Reporter reported that the floats did not operate on this chamber, and the water overflowed into the drager ventilator. No patient consequence was reported.